Manufacturer narrative:
(B)(4). Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4),product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient reported intermittent stimulation. The healthcare professional (hcp) reported that the patient experienced a losing stimulation, stimulation become weaker, and stimulation periodically shutting down. The patient claimed to have been having these issues for about 1 month prior to report. It was reported that the patient was charging for 3 hours and then getting 2 days of stimulation and the device shut off after that period of time. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.